Manufacturer narrative:
(B)(4). Device evaluated by MFR.: returned product consisted of an innova self-expanding stent delivery system (sds). The outer shaft, mid-shaft, inner shaft, proximal liner and the remainder of the device were checked for damage. A kink was noticed at the nosecone as well as multiple kinks throughout the outer shaft. The mid-shaft was completely separated from the handle, also with multiple kinks throughout its length. The proximal liner was separated from the handle. The inner liner was also separated from the handle and a .035 guidewire was stuck inside of the inner liner. The guidewire was sticking out of the distal end approximately 31cm from the tip, and sticking out of the proximal end of the liner 68cm. There were also some bends in the inner liner. The pull rack had come loose inside of the handle. The stent was not returned. The handle was separated and inspected for further damage. It was noticed that the mid-shaft was detached from the retainer clip. It was also noticed that the inner liner was separated from the cuff. The pawl spring was also bent. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent deployment issues and stent damage occurred. Vascular access was obtained via a contralateral approach. The 100% stenosed target lesion was located in the mildly to highly calcified superficial femoral artery (sfa). Following pre-dilation, a 6 x 200 x 130 innova" self-expanding stent was advanced to the target lesion. After approximately 1/3 of the stent was deployed, the thumbwheel of the deployment system stopped working. The physician then attempted to use the pull grip to compete deployment; however this also broke. The stent was able to be deployed with a lot of aggressive pulling of the deployment system, resulting in the stent becoming elongated and stretched. The delivery system was noted to have multiple kinks due to how the catheter had to be removed. An epic stent was then placed inside the innova" stent to complete the procedure. No further complications were reported and the patient condition was reported as fine.